Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was impossible to finish implant detection of the right atrial lead or to do any programmable changes on the implantable pulse generator (ipg). Ipg was explanted and will be replaced on the later date. No patient complications have been reported as a result of this event.